Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing. Subsequently, a revision procedure was performed, and this lead was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Lead return is expected.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing. Subsequently, a revision procedure was performed, and this lead was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. This lead has not been returned despite good faith efforts thus far. Should the lead be returned in the future, laboratory analysis will be performed and an updated report will be issued.

Manufacturer narrative:
This lead has not been returned; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory in two segments, severed approximately -8.1 cm from the terminal end. A thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Visual inspection revealed no abnormalities. Therefore, our laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation of oversensing.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing. Subsequently, a revision procedure was performed, and this lead was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.